Event description:
It was reported that the upper slide pat broke off at the hinge pin from the instrument during the procedure. The part was immediately retrieved. Although, the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B)(4): the superior shaft is broken off from the centerline of the jaw pivot pin forward. The jaw pivot pin and the broken off portion of the shaft are missing and not returned for analysis. Optical exam of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.